Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for a device check, loss of right ventricular capture was observed. During lead extraction, the distal portion of the lad was fractured and the proximal portion of the lead was also found to be broken. The lead was continued to be explanted and replaced. The patient condition is stable.